Manufacturer narrative:
A ge service representative performed an onsite investigation. Loose pins and connectors in the molex connector providing input power into the hard drive and the intermediate power connector were crimped and cable tied into place to secure a more robust connection. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No pt injury was reported.